Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous pe dicle screw (pps) fixation for compression fracture. It was reported that during a spinal procedure for an l2 compression fracture, fixation was performed using a 2a-2b configuration with voyager 5.5/6.0 fns mas screws at the thoracic and lumbar levels, with cement augmentation using kyphon bkp bone cement hv-r. Cement injection was initiated at 14 minutes post-mix (mix time: 1 minute using a kyphon mixer). Due to the right side and thoracic level being considered more prone to migration, cement injection was started from the left side at l4. Cement volumes of 0.8cc were injected at the thoracic level and 1.0cc at each lumbar level. Despite these precautions, cement was suspected to have leaked into a blood vessel (vein) on the right side at l3. The timing of cement injection at this site was estimated to be around 16 minutes, at which point the cement was perceived by the physician to have become considerably hardened. Given the volume of cement and the associated risk if further migration were to occur, the patient was transferred to a university hospital for evaluation by vascular surgery. At the time of transfer, the patient was asymptomatic. It was anticipated that removal of the leaked cement might be required. Patient is still under observation and undergoing medication. The physician confirmed that the procedure followed the instructions for use and procedure manual, and the cement had been stored at the appropriate temperature prior to use (25 degrees c or lower during storage, 23 plus or minus 1 degree c for 24 hours prior to use). The cement condition was assessed as appropriate prior to injection. No health damage reported. Patient was asymptomatic at the time of transfer.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.